Event description:
It was reported that during treatment of a left anterior descending artery lesion, the cypher stent partially dislodged from the balloon because of heavy calcification in the vessel. The stent had to be deployed at the dislodgement site as a bail out situation. The patient was sent for surgery. Additional information indicated that resistance was experienced while tracking the stent deployment system to the lesion, and while crossing the lesion. No further information has been obtained regarding the location of the lad lesion or where the stent was deployed after dislodgement. It is not known if the lesion was predilated as outlined in the instructions for use (IFU). In addition to the heavy calcification, the target was severely tortuous, 90% stenosed (sub- total occlusion), acute angle more than 45%, and non-bifurcating. The device did not kink or bend prior to, during, or at any time prior to the resistance/friction. No resistance was experienced while passing the stent deployment system through the guiding catheter (vista brite 6f xb3.5).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device has not yet been received for evaluation of over-infusion. Should the pump be received for evaluation, or if additional information becomes available, a follow-up report will be filed upon completion of the evaluation.

Event description:
The facility representative reported a colleague volumetric infusion pump with a reported condition of "infusing too much." The customer did not know when or at what point in the process this event occurred. No patient injury or medical intervention resulted from the event. No additional information was available at this time. The software version for this device is currently not known.